Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incarcerated hernia repair on (B)(6) 2015 and mesh was implanted. The patient was readmitted to the hospital with abdominal pain and edema (compartment and ascites) on (B)(6) 2015, with a possible small bowel incarceration on (B)(6) 2015, with an infection and hematoma on (B)(6) 2015 and with cellulitis and wound debridement surgery on (B)(6) 2015. On (B)(6) 2015 the mesh was removed and a wound vac was placed due to infection. Feces was found out of the wound on (B)(6) 2015 and was treated. The bowel was hanging out in a "closed windowed area and margins still wide apart and fistula openon (B)(6) 2016. On (B)(6) 2016 the patient was referred to another hospital, and hospitalized there on separate occasions. The patient died on (B)(6) 2017 due to septic shock, respiratory failure and acute renal failure. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.